Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, around 11:00am, the patient was at school when he started to have a stomachache and decided to go to the school clinic. When the school nurse checked the patient¿s cgm device, it was displaying a sensor error. The patient was unaware of the cgm being in this error state. The school nurse removed the patient¿s sensor and tested his bg meter reading, which was 600 mg/dl. The school nurse then notified the patient¿s parent of his bg level and advised he be taken to the emergency room. The patient¿s parent picked the patient up from school and took him to the ER. At the ER, the patient was treated with IV fluids. Lab work and unspecified tests were also performed. The reporter could not recall the patient¿s bg meter reading once he arrived the ER. The patient was discharged home around 2:00pm on the same day, when the patient¿s bg meter reading was 198 mg/dl. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.